Event description:
User experienced discrepant total bilirubin results for two pt samples. Sample 1, initial result gave 0.5 mg/dl; repeat gave 4.0 mg/dl. Sample 2, initial result gave 0.7 mg/dl; repeat gave 3.5 mg/dl user stated they reported the repeat results for both pt samples. Pts not adversely affected. The field service representative determined the cause to be a problem with the pt samples, noting he checked the system with no problems found. Performance tests were performed.